Event description:
It was reported that during a da vinci-assisted surgical procedure, the joint of a force bipolar instrument separated and stopped moving. The separated joint portion got caught in the port, making it impossible to remove. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. The instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument was visually inspected both internally and externally, and no issues were identified. It successfully passed the grip test and was subsequently evaluated on an in-house system, where it passed both recognition and engagement tests. The grip tips opened and closed properly, and the instrument demonstrated proper energy delivery in multiple grip orientations. It also passed the electrical continuity test. The instrument was recognized by the test system and successfully met all functional requirements. The instrument was determined to be fully functional, and no product-related issues were identified. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics by in-house testing and the investigation revealed no issues related to the customer reported event.